Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented with a right ventricular (rv) lead fracture. Rv lead insulation breach was also suspected but was not confirmed. The rv lead was explanted and replaced.